Event description:
Customer reported unexpected negative reactions on the galileo with the 2_cell screen assay. A patient sample tested negative in 2007. The patient was transfused the following day, with one unit of e+ red blood cells and experienced a delayed transfusion reaction.

Manufacturer narrative:
Instrument images were consistent with the reactions. The rois were not misaligned. There was no original sample left to return for investigation testing. The initial negative reactions seen with testing on the pre-transfusion sample may be due to the nature of the sample. The limitations section of the package insert sates: "weak examples of clinically relevant antibodies, may fail to react by capture-r ready-screen , even though the antibodies are detected by an alternative method. No one test methd is capable of detecting all antibodies." And " negative reactions will be obtained if the test specimens contain antibodies present in concentrations too low to be detected by the test methods employed."